Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in the hospital due to non-insulin pump related issues. It was reported that customer was in and out of the hospital about fifteen times. It was also reported that insulin pump was working intermittently which caused customer to be off of insulin therapy for six months. It was reported that insulin pump was not delivering. Customer reverted to manual injection. Troubleshooting would be performed on insulin pump when father calls back with pump information. No further information provided.